Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a bypass procedure to remove the internal thoracic artery, the device had a difficulty in cutting. The blade was broken off out of the patient on the way. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.